Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed and reproduced reported error by attempting a sample run. Fse performed all tip alignments, verified vacuum settings for cup and tip pickup, verified proper operation of the solenoid valve. Fse manually activated the suction on the sorter head to clear dust build up and performed tip pickup macro routine three (3) times without any errors. Customer performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2207] no tip acquired by sorter. Cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the sorter tip pickup head and dust blockage inside the pickup head.

Event description:
A customer reported getting error message "2207 no tip acquired by sorter" on the aia-2000 instrument. The customer found a tip attached to the sample nozzle, and was removed upon performing an all-set home operation, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.